Event description:
It was reported that during the patients lead revision ( related manufacturer reference number: 1627487-2022-03604 and 1627487-2022-03603) on (B)(6) 2022 the physician cut the l5 lead leaving a fragment implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.